Event description:
It was reported that the pacemaker dependent patient presented to the emergency room with symptoms. A holter monitor revealed several occurrences of no output, the longest one being up to four seconds in duration. Auto- capture was on, but there were no back-up pulses on some non-captured beats. The physician elected to program the autocapture off at 3.5 v, bipolar pulse. The patient will be monitored.